Event description:
During a dental treatment to teeth #28-31 and 19 the handpiece heated up and burned the patient on inner right cheek. The size of the burn was approximately 2mm in diameter, no blister. The burn was irrigated with saltwater rinse and the patient received some otc ointment. 1 week after the event patient was fine and had no infection, 7 weeks later all was healed.

Manufacturer narrative:
The visual and functional inspection prior to the repair showed that the running characteristics of the handpiece have been out of specification. The bearings have been running gritty and the power consumption was out of tolerance. This is a sign that the inner friction was higher due to worn out ball bearings. After disassembling of the handpiece it got visible in addition that the push button had a groove worn into it, indicating that it has been pressed while instrument was spinning. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue. To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
Handpiece was sent in for repair and accompanying document stated that patient's cheek was burned. Up to now it was not possible to get further information from the dental office.